Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# l57852, implanted: (B)(6)1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of unknown medication (device registry listed the drug as morphine) in an implantable infusion pump for non-malignant pain and other non-malignant pain. The pump was removed approximately 10 years ago because "too much medicine" was put in it. When the pump ran out, the patient had horrible withdrawals and wanted the pump removed. Additional information was requested from the healthcare provider (hcp) regarding troubleshooting required and if the cause of the empty pump was determined.